Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 600 mg/dl. The customer was asked if he needed medical attention and he said that he will be alright. The customer declined troubleshoot as he is not feeling well enough. The customer was advised that we would send samples of silhouette.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.